Event description:
It was reported that the inflatable penile prosthesis (ipp) would not deflate. The physician tried to deflate the device but was unsuccessful: therefore, a revision surgery was performed to remove and replace all components. There were no patient complications in relation to this event.